Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument, but the failure analysis investigation has not yet been completed. The provided video was reviewed and showed a harmonic ace with a broken grip during intraoperative use.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the blade of the harmonic ace instrument broke and fell into the patient. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure without further issues. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The harmonic ace instrument has been evaluated by the failure analysis (fa) team. Fa was able to reproduce and confirm the reported complaint. The instrument was found to have one blade broken at the base. A piece approximately 0.082" x 0.650" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h10/h11 for follow-up information.